Event description:
It was reported that particulate matter was found inside of the reservoir of a small volume intermate. This was observed during storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 5, 2014 to november 10, 2014. The device was received and evaluated for the reported issue. A visual inspection was performed and revealed solid white particles, ranging between 0.85 and 1.70 mm in length, floating in the fluid inside the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy scanning identified the particles to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.